Event description:
Two talent captivia stent graft system was implanted in a patient for the endovascular treatment of thoracic aortic aneurysm. The vessel morphology was reported as mild tortuosity and mild calcification. There was a carotid to subclavian artery bypass performed prior to the stent graft implant. It was reported that a dissection flap was created after the percutaneous puncture with the guide catheter and guidewire prior to the insertion of the stent grafts. The physician did not realize that there was a dissection and continued to insert the glidewire resulting in the dissection from the left external iliac up to the left subclavian artery. Two talent captivia stent grafts were implanted without issue. No intervention required as there is no communication between the blood flow and the dissection. The physician elected to monitor the patient. No additional clinical sequelae were reported, and the patient is fine.

Event description:
Additional information was received: it was reported that the patient had a type ib endoleak prior to the completion of the index procedure. The endoleak was treated by remodeling the stent graft. The investigator assessed that the distal type b dissection was not related to the study device and it was related to the study procedure.

Event description:
Additional information was received: it was reported that the CT scan performed as part of routine 6 month follow-up revealed an unknown endoleak. The investigator indicated that the unknown endoleak was not a new observation, no new clinical event and there was no treatment.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection), failure to follow instructions (dissected the vessel with the guidewire and guide catheter), caused by another drug/device (dissection of the vessel). Evaluation conclusion: device failure related to user handling (dissected the vessel with the guidewire and guide catheter), another device caused failure (dissection of the vessel).

Manufacturer narrative:
Correction: 5 day corrected to 30 day report. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event describedin the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the typeof event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.